Event description:
It was reported that a patient with microcephaly has small eyes was implanted with a preloaded monofocal intraocular lens (iol) in the left eye. During proper priming and delivery, the trailing haptic arm remained stuck in the injector and would not release despite the surgeon at the very end of further screw turns that he could do. The surgeon had to gently pull the whole iol (as he still had the arm within the injector) toward the wound and this gave him enough slack for the stuck trailing haptic to use forceps to firmly, but, gently extricate it from the injector. The lens was placed as normal after that and the haptic was not damaged. Through follow up, it was confirmed the patient was fine during and after surgery. The iol is in the capsular bag and is very well-centered for this eye. The iol remains implanted. No other information was provided.

Manufacturer narrative:
Section e1: telephone number: (B)(6). Section h6: health effect - clinical code: 4581 - captures eye anatomy issue. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. An attempt was made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.